Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the left essure coil into abdominal cavity") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fungal infection ("yeast infection"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("heavy menstruation") and migraine ("migraines"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, fungal infection, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and migraine outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fungal infection, menorrhagia, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed that the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: legal claim was received and the following information was provided: essure was inserted on (B)(6) 2009; new lab data added; previously reported event injury was specified as migration of the left essure coil into abdominal cavity, yeast infection, pelvic pain, abdominal pain, dysmenorrhea, heavy menstruation, and migraines; hysterectomy was performed due to complications from the essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / left essure to rlq (right lower quadrant)') in a 26-year-old female patient who had essure (batch no. 632026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included propranolol since (B)(6) 2014 for hypertension as well as azithromycin (zithromax), ondansetron hydrochloride (zofran) and venlafaxine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain, daily, mild to severe at times"), menorrhagia ("heavy menstruation/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine/ headaches"), vulvovaginal mycotic infection ("yeast infection/ vaginal"), vaginal discharge ("vaginal discharge"), depression ("depression"), anxiety ("mental anguish") and panic attack ("panic attacks"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with amoxicillin;clavulanic acid (augmentin), fluconazole (diflucan), hydroxyzine, naproxen, nsaids, paracetamol (acetaminophen), paroxetine hydrochloride (paxil), valproate semisodium (depakote) and surgery (hysterectomy). At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, migraine, vulvovaginal mycotic infection, vaginal discharge, depression, anxiety and panic attack outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, menorrhagia, migraine, panic attack, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted: previously hysterectomy was mentioned and drug withdrawn was captured, but as per follow-up of (B)(6) 2019 patient stated that she had not yet removed any part of the device (unable to afford intervention). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: successful occlusion, total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: plaintiff fact sheet received: new events added: panic attacks. Event onset dates were added. Reporter information was updated, treatment and concomitant drugs were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / left essure to rlq (right lower quadrant)\ the rest of the left-sided device lies free in the peritoneal cavity medial to the cecum'), device expulsion ('only a small metal fragment is seen within the high left uterus') and device breakage ('small peice of left coil is visualized in left uterine cornu with majority of coil in rlq') in a 26-year-old female patient who had essure (batch no. 632026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included propranolol since (B)(6) 2014 for hypertension as well as azithromycin (zithromax), ondansetron hydrochloride (zofran) and venlafaxine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain, daily, mild to severe at times"), menorrhagia ("heavy menstruation/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine/ headaches"), vulvovaginal mycotic infection ("yeast infection/ vaginal"), vaginal discharge ("vaginal discharge"), depression ("depression"), anxiety ("mental anguish") and panic attack ("panic attacks"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea") and post procedural complication ("post removal complication"). The patient was treated with amoxicillin;clavulanic acid (augmentin), fluconazole (diflucan), hydroxyzine, naproxen, nsaids, paracetamol (acetaminophen), paroxetine hydrochloride (paxil), valproate semisodium (depakote) and surgery (hysterectomy). At the time of the report, the device dislocation, device expulsion, device breakage, dysmenorrhoea, depression, anxiety, panic attack and post procedural complication outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, migraine, vulvovaginal mycotic infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, migraine, panic attack, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted: previously hysterectomy was mentioned and drug withdrawn was captured, but as per follow-up of (B)(6) 2019 patient stated that she had not yet removed any part of the device (unable to afford intervention). Patient received treatments: pain, bleeding, migration, infection and bladder/ urinary problems. Essure confirmation test(s) conducted, specify (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: successful occlusion, total bilateral occlusion. Lot number: 632026, manufacture date: 2009-04, expiration date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: outcome of vaginal discharge, pelvic pain, abdominal pain, menorrhagia, migraine and headache were updated to recovered. New events post removal complication was added. Fu 10 and 11 processed together. On 9-jan-2020: pfs received: rcc note added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the left essure coil into abdominal cavity") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fungal infection ("yeast infection"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("heavy menstruation") and migraine ("migraines"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, fungal infection, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and migraine outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fungal infection, menorrhagia, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2019: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the left essure coil into abdominal cavity/ migration of essure device location of device: l essure to rlq') in a 26-year-old female patient who had essure (batch no. 632026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included azithromycin (zithromax), hydroxyzine hydrochloride, ondansetron hydrochloride (zofran), paracetamol (acetaminophen) and venlafaxine. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("yeast infection\infection (bladder/ urinary tract/vaginal) type:"), 3 years 7 months after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain /pain"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced menorrhagia ("heavy menstruation/ abnormal bleeding (menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal),"). On (B)(6) 2015, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2018, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, vulvovaginal mycotic infection, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, headache, vaginal haemorrhage, depression, anxiety, migraine and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted: previously hysterectomy is mentioned and drug withdrawn was captured but in recent follow up patient claims that she had not removed any part of the device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformities data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the left essure coil into abdominal cavity") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fungal infection ("yeast infection"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("heavy menstruation") and migraine ("migraines"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, fungal infection, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and migraine outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fungal infection, menorrhagia, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-mar-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the left essure coil into abdominal cavity/ migration of essure device location of device: l essure to rlq') in a 26-year-old female patient who had essure (batch no. 632026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included azithromycin (zithromax), hydroxyzine hydrochloride, ondansetron hydrochloride, paracetamol (acetaminophen) and venlafaxine. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("yeast infection\infection (bladder/ urinary tract/vaginal) type:"), 3 years 7 months after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain /pain"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced menorrhagia ("heavy menstruation/ abnormal bleeding (menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal),"). On (B)(6) 2015, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2018, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, vulvovaginal mycotic infection, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, headache, vaginal haemorrhage, depression, anxiety, migraine and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted: previously hysterectomy is mentioned and drug withdrawn was captured but in recent follow up patient claims that she had not removed any part of the device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- lot number were added. New events abnormal bleeding (vaginal), vaginal infection, depression, mental anguish, headaches, vaginal discharge were added. Patient information, concomitant drug were added. Event yeast infection updated to vaginal yeast infection. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / left essure to rlq (right lower quadrant)\ the rest of the left-sided device lies free in the peritoneal cavity medial to the cecum'), device expulsion ('only a small metal fragment is seen within the high left uterus') and device breakage ('small peice of left coil is visualized in left uterine cornu with majority of coil in rlq') in a 26-year-old female patient who had essure (batch no. 632026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included propranolol since (B)(6) 2014 for hypertension as well as azithromycin (zithromax), ondansetron hydrochloride (zofran) and venlafaxine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain, daily, mild to severe at times"), menorrhagia ("heavy menstruation/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine/ headaches"), vulvovaginal mycotic infection ("yeast infection/ vaginal"), vaginal discharge ("vaginal discharge"), depression ("depression"), anxiety ("mental anguish") and panic attack ("panic attacks"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with amoxicillin;clavulanic acid (augmentin), fluconazole (diflucan), hydroxyzine, naproxen, nsaids, paracetamol (acetaminophen), paroxetine hydrochloride (paxil), valproate semisodium (depakote) and surgery (hysterectomy). At the time of the report, the device dislocation, device expulsion, device breakage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, migraine, vulvovaginal mycotic infection, vaginal discharge, depression, anxiety and panic attack outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, migraine, panic attack, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted: previously hysterectomy was mentioned and drug withdrawn was captured, but as per follow-up of (B)(6) 2019 patient stated that she had not yet removed any part of the device (unable to afford intervention). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: successful occlusion, total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: pfs received: new events- device breakage, device expulsion were added. Patients demographic was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / left essure to rlq (right lower quadrant)\ the rest of the left-sided device lies free in the peritoneal cavity medial to the cecum'), device expulsion ('only a small metal fragment is seen within the high left uterus') and device breakage ('small peice of left coil is visualized in left uterine cornu with majority of coil in rlq') in a 26-year-old female patient who had essure (batch no. 632026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included propranolol since (B)(6) 2014 for hypertension as well as azithromycin (zithromax), ondansetron hydrochloride (zofran) and venlafaxine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain, daily, mild to severe at times"), menorrhagia ("heavy menstruation/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine/ headaches"), vulvovaginal mycotic infection ("yeast infection/ vaginal"), vaginal discharge ("vaginal discharge"), depression ("depression"), anxiety ("mental anguish") and panic attack ("panic attacks"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with amoxicillin;clavulanic acid (augmentin), fluconazole (diflucan), hydroxyzine, naproxen, nsaids, paracetamol (acetaminophen), paroxetine hydrochloride (paxil), valproate semisodium (depakote) and surgery (hysterectomy). At the time of the report, the device dislocation, device expulsion, device breakage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, migraine, vulvovaginal mycotic infection, vaginal discharge, depression, anxiety and panic attack outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, migraine, panic attack, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted: previously hysterectomy was mentioned and drug withdrawn was captured, but as per follow-up of (B)(6) 2019 patient stated that she had not yet removed any part of the device (unable to afford intervention). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: successful occlusion, total bilateral occlusion. Lot number: 632026 manufacture date: 2009-04 expiration date: 2012-04 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.